Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 41171. There was no patient involvement.

Manufacturer narrative:
D9: product received date 1-oct-2024. H3: one device was returned for repair with reported complaint of error code 41171. There was no relevant service history. Event history confirmed reported problem. The probable cause was software related. Also noted during visual testing that the downstream occlusion (dso) seal was lifting. Replaced the dso seal. Installed newest software. Device passed tests post repair. Device functions as designed.